Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "extrusion" and "biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extrusion" "biofilm".

Event description:
Healthcare professional reported left side extrusion, "hematoma" and "biofilm." The device has been explanted. Healthcare professional reported treatment with "oral antibiotics."

Event description:
Physician also reported a "small opening on the left side".

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.